Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned device found one leg of the inner sleeve is bent outward. This deformation is moving the connection lug outwards, so that the instrument in assembled position is not able to retain a bone screw head. The edge at the top of the implant head capture is deformed due to a hard contact with another metal item. The inner sleeve was found damaged at the level of the connection with a bone screw head. No defect was found at the level of the damages. One leg of the inner sleeve has been bent outward, consistent with the application of high level lateral loads while the external extender was already partially reduced. The origin of the lateral load may come from one of the following configurations: the sleeve was not fixed correctly to the head of the bone screw. The arms of the sleeve would not be parallel preventing from a good sliding of the extender resulting in lateral loads against the sleeve. The rod is pinched between the sleeve and the extender during the reduction, resulting in lateral loads against the sleeve. This may have happened during a previous surgery and not been detected at that time.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before insertion, the screw detached from the extender, and the inner sleeve of the extender was bent. The instrument was not used on the patient. No patient complications were reported.